Manufacturer narrative:
Based on the information gathered, there is no indication or report that ion product caused or contributed to the incident. A review of the ion system logs for the reported procedure date found that no system errors occurred during the procedure that were relevant to the reported event.

Event description:
A patient who was enrolled in a post-market study underwent an uneventful ion biopsy procedure. The patient was found to have a pneumothorax post-procedurally. The target lesion was 14 x 15 x 10 mm in size and located in the right upper lobe on the pleura. The procedure was completed without complications or device malfunctions. After the procedure, a right 1.4 cm right-sided pneumothorax was found and it had increased in size based on a repeated x-ray. The patient was asymptomatic and did not require chest tube placement but remained under observation for around 30 hours prior to the discharge the next day.